Event description:
The customer reported perforation at the distal end on the evis exera ii ultrasound gastrovideoscope. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a gap between acoustic lens and ultrasound probe, the distal end had foreign objects, and the acoustic lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿perforation at the distal end¿ was not confirmed. The device evaluation found a gap of adhesive on the distal end / stain entered inside the lens through the gap. There was a gap between acoustic lens and the ultrasound probe due to physical stress. The acoustic lens was peeled. The distal end had foreign objects, due to insufficient cleaning. There was foreign material on the groove/gap of the distal end, due to insufficient cleaning. Further inspection findings included loose elevator channel plug, the scope body and the adhesive around the objective lens had a crack. The adhesive on the bending section cover was detached. Due to pinhole on the channel tube, water tightness was lost. Due to damage on ultrasonic probe, the number of missing elements exceeded the standard value. Switch number 1 and acoustic lens were damaged. Due to peeling of the acoustic lens, the displayed ultrasound image was defective. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. The universal cord and had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasonic probe and the observed acoustic lens peeling issues could not be determined, however, the issues were likely the result of wear due to repetitive use stress, chemical stress during the cleaning/sanitization process and or user handling/mishandling. Additionally, the foreign material observed at the distal tip of the device could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use section below: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.